Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this deep brain stimulation (dbs) device was explanted due to an elective replacement indicator (eri). The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time.